Event description:
A remstar autoa-flex device was returned to a third-party service center as part of the uno recall process. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and observed visible foam particles. In addition, the device had dust/dirt contamination and displayed error code e053 err comp log sem timeout. The device was scrapped as per customer request.